Manufacturer narrative:
(B)(4). Customer has indicated that the product is still implanted and will be returned if/when it is removed. Multiple medwatches were filed for this event. Please see associated reports: 3006460162-2018-00076 and 3006460162-2018-00078. Concomitant medical product: item: 10-1500-3038, 4.5mm x 38mm cortical screw, lot: unknown; item: 10-1500-3060, 4.5mm x 60mm cortical screw, lot: unknown.

Event description:
It has been reported that following a rotational osteotomy on her right leg, the patient presented with three fractured distal screws. There was very little evidence of callus at the osteotomy site. The patient is currently undergoing shockwave therapy to encourage healing. No additional patient consequences were reported.